Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: operative reports for abdominal surgeries, previous mesh implant were not provided.] (B)(6) 2002: (B)(6) general hospital. (B)(6), do. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operative procedure: incisional hernia repair with insertion of gore-tex mesh. Description of operation and findings: ¿the patient was taken to the surgical suite. The procedure was performed out under general endotracheal anesthesia. With the patient in the supine position, the abdomen was sterilely prepped and draped. A 16 french foley catheter was placed in the urinary bladder. The patient was scheduled for a combined procedure including an abdominal lipectomy in combination with the [sic] his incisional hernia repair. The patient lost approximately 120 pounds over the past year. The abdominal lipectomy was being performed by dr. Cahill, and the patient was marked preoperatively for this procedure. The incisional hernia was just above the umbilicus. Dissection was carried down to this level, and previous repair was identified. There appeared to be old mesh in the area which was sharply excised from the surrounding fascia and removed. Fascial edges were then cleared, and any adhesions to the anterior abdominal wall in the area were taken down by sharp dissection. Despite the weight loss, it was felt that the fascia was not satisfactory for a primary repair, and therefore it was elected to proceed with placement of a 19 x 15 cm piece of dual mesh gore-tex. It was cut to the appropriate size. This was then secured in subfascial position utilizing interrupted sutures of 0 prolene. Once this fixation had been completed, the wound was irrigated with antibiotic solution. The mesh was covered with addition tissue with a running suture of 0 prolene. Following completion of this, the case was turned over to dr. Cahill for abdominal lipectomy. This portion of the case will be enclosed in a separate dictation.¿ (B)(6) 2002: (B)(6) general hospital. Implant record. Gore & associates mesh dual gortex 15 cm x 19 cm/1dlm04. Gore & associates. Site: abdomen. Lot no: 00822631. Expiration date: 10/01/2008. The records confirm a gore® dualmesh® biomaterial (1dlm04/00822631) was implanted during the procedure. (B)(6) 2002: (B)(6) general hospital. (B)(6), do. Discharge summary. Final diagnoses: incisional hernia, recurrent. Localized adiposity. Postoperative hemorrhage of the abdominal wall. Blood loss anemia. Asthma. Operative procedure: on (B)(6) 2002, incisional herniorrhaphy with implantation of mesh and abdominoplasty. History of present illness: gastric surgery for obesity a year ago, significant weight loss with recurrent incisional abdominal was hernia and need for reconstruction. Past medical history: diabetes and asthma. Exam: abdominal wall reveals bulging defect in mid abdomen with marked redundancy of the abdominal wall. Hospital course: tolerated procedure well, did well postoperatively. Received two units of blood, stabilized, discharged on (B)(6) 2002 with instructions. Will follow up in office of (B)(6) group for drain removal in approximately four days. (B)(6) 2008: (B)(6) medical center. (B)(6), do. Operative report. Preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: incisional ventral hernia. Operative procedure: laparoscopic ventral hernia repair. Indications: the patient has had multiple previous ventral hernia repairs. These have failed as onlay procedures. The risks and benefits of laparoscopic repair were discussed with the patient and she agreed to proceed. Operative narrative: ¿after informed consent was reviewed with the patient she was taken to the operative suite where she was prepped and draped in the sterile fashion. Using the cutdown technique, the peritoneal cavity was entered and a 12-mm port was inserted. There was noted to be scar tissue throughout the abdomen which was taken down using the harmonic scalpel. In order to do this, additional ports were needed so two 5-mm ports were inserted under direct visualization. The adhesiolysis took approximately 48 minutes additional operative time. Once all adhesions were taken down, the ventral hernia was identified and marked externally on the skin the hernia was marked. The mesh was measured to provide 2 cm coverage over the defect. Following this, the mesh was numbered circumferentially and marked on the skin for an additional 1 cm outside the mesh to provide adequate coverage. Stay sutures were placed circumferentially around the mesh at the measured areas. The polyester mesh with the protective coating was placed within the abdomen. The stay sutures were then brought through the abdominal wall using a suture passer. Following this, the mesh was elevated to the anterior abdominal wall and provided good coverage of the defect. A tacking device was then used to secure the mesh to the peritoneum placing 1-cm tacks circumferentially around the mesh to keep it in place. Hemostasis was noted. The port sites were then withdrawn under direct visualization. There was no bleeding. The port sites were closed with 2-0 vicryl in the fascia followed by 4-0 vicryl on the skin followed by steri-strips and a sterile dressing. The patient tolerated the procedure well.¿ (B)(6) 2008: (B)(6) medical center. (B)(6), do. Operative report. Preoperative diagnosis: severe abdominal pain following previous ventral hernia repair with mesh. Postoperative diagnosis: severe abdominal pain following previous ventral hernia repair with mesh. Procedure: removal of previously placed mesh with ventral hernia repair with mesh placement. Indications for procedure: the patient had a previous laparoscopic ventral hernia repair using dual mesh with the protack system. Since that operation the patient has had extreme left lower quadrant pain which I am attributing to the mesh tacker. The risks and benefits of the procedure were discussed with the patient including the risk of recurrent hernia. The risks and benefits were described to the patient and she agreed to proceed. Operative narrative: ¿a midline incision was used to approach the operation. The patient has had 2 previous mesh repairs and the first mesh was encountered and excised. Additionally the dual mesh was encountered from the previous laparoscopic repair with its __ [sic]. This was peeled away from the posterior layer of the anterior abdominal wall. The peritonealization of the mesh was still intact, therefore, separating the bowel from the mesh. The mesh was carefully excised circumferentially with all the tacking devices. The area of pain was examined carefully. There was no hematoma. There was tacking near the inferior epigastric vessels which may have been responsible for nerve stimulation and pain in that area. These tacks were withdrawn completely. Once the mesh was fully removed, hemostasis was obtained. The fascia was closed using #1 looped pds in a running fashion. The patient has weakened fascia from previous surgeries and therefore a recurrence is higher probability. Once the fascial lines were approximated, a soft prolene mesh was placed as an overlay and tacked using ethibond suture. The wound was copiously irrigated with saline solution and antibiotic irrigation. The wound was then closed with 3-0 vicryl in the dermis followed by 4-0 vicryl in the skin followed by steri-strips and a sterile dressing. The patient tolerated the procedure well.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 3191: appropriate term/code not available for ¿fail mesh¿) were reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span may 3, 2002 through may 24, 2008 and not all records received in this time span are relevant to both gore® dualmesh® biomaterial devices. Patient information: medical history: obesity/overweight on (B)(6) 2002: ¿lost approximately 120 lbs. Over past year.¿ on (B)(6) 2002: 151 lbs., bmi 25.9. Diabetes, asthma. Surgical procedures: unknown date: ¿gastric surgery for obesity.¿ unknown date: hernia repair. Unknown date: hysterectomy. On (B)(6) 2002: incisional hernia repair with insertion of gore-tex mesh. Implant: gore® dualmesh® biomaterial. On (B)(6) 2008: laparoscopic ventral hernia repair. Implant: gore® dualmesh® biomaterial. On (B)(6) 2008: removal of previously placed mesh with ventral hernia repair with mesh placement. Implant: prolene mesh. Implant #1 preoperative complaints: (B)(6) 2002: preoperative diagnosis: ¿incisional hernia.¿ implant #1procedure: incisional hernia repair with insertion of gore-tex mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc04/00822631, 15cm x 19cm x 1mm thick, oval]. Implant #1date: (B)(6) 2002 [hospitalization dates: (B)(6) 2002] wound classification: not provided. Description of hernia being treated: ¿the patient was scheduled for a combined procedure including an abdominal lipectomy in combination with the [sic] his incisional hernia repair. The patient lost approximately 120 pounds over the past year. The abdominal lipectomy was being performed by dr. C., and the patient was marked preoperatively for this procedure. The incisional hernia was just above the umbilicus. Dissection was carried down to this level, and previous repair was identified. There appeared to be old mesh in the area which was sharply excised from the surrounding fascia and removed. Fascial edges were then cleared, and any adhesions to the anterior abdominal wall in the area were taken down by sharp dissection.¿ implant size and fixation: ¿despite the weight loss, it was felt that the fascia was not satisfactory for a primary repair, and therefore it was elected to proceed with placement of a 19 x 15 cm piece of dual mesh gore-tex. It was cut to the appropriate size. This was then secured in subfascial position utilizing interrupted sutures of 0 prolene. Once this fixation had been completed, the wound was irrigated with antibiotic solution. The mesh was covered with addition (sic) tissue with a running suture of 0 prolene. Following completion of this, the case was turned over to dr. (B)(6) for abdominal lipectomy. This portion of the case will be enclosed in a separate dictation.¿ [dictation by dr. (B)(6) was not provided] (B)(6) 2002: discharge: ¿tolerated procedure well, did well postoperatively. Received two units of blood, stabilized, discharged on (B)(6) 2002 with instructions. Will follow up in office for drain removal in approximately four days.¿ implant #2 preoperative complaints: on (B)(6) 2008: indications. ¿the patient has had multiple previous ventral hernia repairs. These have failed as onlay procedures .¿ implant #2 procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® biomaterial, 1dlmc04/02693419, 15cm x 19cm x 1mm thick, oval]. Implant #2 date: (B)(6) 2008. Wound classification: not provided. Description of hernia being treated: ¿using the cutdown technique, the peritoneal cavity was entered and a 12-mm port was inserted. There was noted to be scar tissue throughout the abdomen which was taken down using the harmonic scalpel. In order to do this, additional ports were needed so two 5-mm ports were inserted under direct visualization. The adhesiolysis took approximately 48 minutes additional operative time. Once all adhesions were taken down, the ventral hernia was identified and marked externally on the skin the hernia was marked. Implant size and fixation: the mesh was measured to provide 2 cm coverage over the defect. Following this, the mesh was numbered circumferentially and marked on the skin for an additional 1 cm outside the mesh to provide adequate coverage. Stay sutures were placed circumferentially around the mesh at the measured areas. The polyester mesh with the protective coating was placed within the abdomen. The stay sutures were then brought through the abdominal wall using a suture passer. Following this, the mesh was elevated to the anterior abdominal wall and provided good coverage of the defect. A tacking device was then used to secure the mesh to the peritoneum placing 1-cm tacks circumferentially around the mesh to keep it in place. Hemostasis was noted. The port sites were then withdrawn under direct visualization. There was no bleeding. The port sites were closed with 2-0 vicryl in the fascia followed by 4-0 vicryl on the skin followed by steri-strips and a sterile dressing.¿ explant #1 and #2 preoperative complaints: (B)(6) 2008: indication: ¿the patient had a previous laparoscopic ventral hernia repair using dual mesh with the protack system. Since that operation the patient has had extreme left lower quadrant pain which I am attributing to the mesh tacker. Explant #1 and #2 procedure: removal of previously placed mesh with ventral hernia repair with mesh placement. [Implant: prolene mesh]. Explant #1 and #2 date: (B)(6) 2008. Wound classification: not provided. Procedure: ¿a midline incision was used to approach the operation. The patient has had 2 previous mesh repairs and the first mesh was encountered and excised. Additionally, the dual mesh was encountered from the previous laparoscopic repair with its __ [sic]. This was peeled away from the posterior layer of the anterior abdominal wall. The peritonealization of the mesh was still intact, therefore, separating the bowel from the mesh. The mesh was carefully excised circumferentially with all the tacking devices. The area of pain was examined carefully. There was no hematoma. There was tacking near the inferior epigastric vessels which may have been responsible for nerve stimulation and pain in that area. These tacks were withdrawn completely. Once the mesh was fully removed, hemostasis was obtained. The fascia was closed using #1 looped pds in a running fashion. The patient has weakened fascia from previous surgeries and therefore a recurrence is higher probability. Once the fascial lines were approximated, a soft prolene mesh was placed as an overlay and tacked using ethibond suture. The wound was copiously irrigated with saline solution and antibiotic irrigation. The wound was then closed with 3-0 vicryl in the dermis followed by 4-0 vicryl in the skin followed by steri-strips and a sterile dressing.¿ [pathology report was not provided.] Conclusion: implant #2 gore® dualmesh® biomaterial 1dlmc04/02693419. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2002, whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2008, whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2008, and (B)(6) 2013, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, fail mesh, multiple revisions to gore mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 3191: appropriate term/code not available for ¿fail mesh¿) were reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2002 through (B)(6) 2008 and not all records received in this time span are relevant to both gore® dualmesh® biomaterial devices. Patient information: medical history: obesity/overweight: (B)(6) 2002: ¿lost approximately 120 lbs. Over past year.¿ (B)(6) 2002: 151 lbs., bmi 25.9; diabetes; asthma. Surgical procedures: unknown date: ¿gastric surgery for obesity¿; unknown date: hernia repair; unknown date: hysterectomy; (B)(6) 2002: incisional hernia repair with insertion of gore-tex mesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2008: laparoscopic ventral hernia repair. Implant: gore® dualmesh® biomaterial. (B)(6) 2008: removal of previously placed mesh with ventral hernia repair with mesh placement. Implant: prolene mesh. Implant #1 preoperative complaints: (B)(6) 2002: preoperative diagnosis: ¿incisional hernia.¿ implant #1procedure: incisional hernia repair with insertion of gore-tex mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc04/00822631, 15cm x 19cm x 1mm thick, oval] implant #1date: (B)(6) 2002 [hospitalization dates: (B)(6) 2002]. Wound classification: not provided. Description of hernia being treated: ¿the patient was scheduled for a combined procedure including an abdominal lipectomy in combination with the [sic] his incisional hernia repair. The patient lost approximately 120 pounds over the past year. The abdominal lipectomy was being performed by dr.(B)(6) and the patient was marked preoperatively for this procedure. The incisional hernia was just above the umbilicus. Dissection was carried down to this level, and previous repair was identified. There appeared to be old mesh in the area which was sharply excised from the surrounding fascia and removed. Fascial edges were then cleared, and any adhesions to the anterior abdominal wall in the area were taken down by sharp dissection.¿ implant size and fixation: ¿despite the weight loss, it was felt that the fascia was not satisfactory for a primary repair, and therefore it was elected to proceed with placement of a 19 x 15 cm piece of dual mesh gore-tex. It was cut to the appropriate size. This was then secured in subfascial position utilizing interrupted sutures of 0 prolene . Once this fixation had been completed, the wound was irrigated with antibiotic solution. The mesh was covered with addition (sic) tissue with a running suture of 0 prolene. Following completion of this, the case was turned over to dr.(B)(6) for abdominal lipectomy. This portion of the case will be enclosed in a separate dictation.¿ [dictation by dr. (B)(6) was not provided] (B)(6) 2002: discharge: ¿tolerated procedure well, did well postoperatively. Received two units of blood, stabilized, discharged on (B)(6) 2002 with instructions. Will follow up in office for drain removal in approximately four days.¿ implant #2 preoperative complaints: (B)(6) 2008: indications. ¿the patient has had multiple previous ventral hernia repairs. These have failed as onlay procedures .¿ implant #2 procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® biomaterial, 1dlmc04/02693419, 15cm x 19cm x 1mm thick, oval] implant #2 date: (B)(6) 2008. Wound classification: not provided. Description of hernia being treated: ¿using the cutdown technique, the peritoneal cavity was entered and a 12-mm port was inserted. There was noted to be scar tissue throughout the abdomen which was taken down using the harmonic scalpel. In order to do this, additional ports were needed so two 5-mm ports were inserted under direct visualization. The adhesiolysis took approximately 48 minutes additional operative time. Once all adhesions were taken down, the ventral hernia was identified and marked externally on the skin the hernia was marked. Implant size and fixation: the mesh was measured to provide 2 cm coverage over the defect. Following this, the mesh was numbered circumferentially and marked on the skin for an additional 1 cm outside the mesh to provide adequate coverage. Stay sutures were placed circumferentially around the mesh at the measured areas. The polyester mesh with the protective coating was placed within the abdomen. The stay sutures were then brought through the abdominal wall using a suture passer. Following this, the mesh was elevated to the anterior abdominal wall and provided good coverage of the defect. A tacking device was then used to secure the mesh to the peritoneum placing 1-cm tacks circumferentially around the mesh to keep it in place. Hemostasis was noted. The port sites were then withdrawn under direct visualization. There was no bleeding. The port sites were closed with 2-0 vicryl in the fascia followed by 4-0 vicryl on the skin followed by steri-strips and a sterile dressing.¿ explant #1 and #2 preoperative complaints: (B)(6) 2008: indication: ¿the patient had a previous laparoscopic ventral hernia repair using dual mesh with the protack system. Since that operation the patient has had extreme left lower quadrant pain which I am attributing to the mesh tacker. Explant #1 and #2 procedure: removal of previously placed mesh with ventral hernia repair with mesh placement. [Implant: prolene mesh] explant #1 and #2 date: (B)(6) 2008. Wound classification: not provided. Procedure: ¿a midline incision was used to approach the operation. The patient has had 2 previous mesh repairs and the first mesh was encountered and excised. Additionally, the dual mesh was encountered from the previous laparoscopic repair with its __ [sic]. This was peeled away from the posterior layer of the anterior abdominal wall. The peritonealization of the mesh was still intact, therefore, separating the bowel from the mesh. The mesh was carefully excised circumferentially with all the tacking devices. The area of pain was examined carefully. There was no hematoma. There was tacking near the inferior epigastric vessels which may have been responsible for nerve stimulation and pain in that area. These tacks were withdrawn completely. Once the mesh was fully removed, hemostasis was obtained. The fascia was closed using #1 looped pds in a running fashion. The patient has weakened fascia from previous surgeries and therefore a recurrence is higher probability. Once the fascial lines were approximated, a soft prolene mesh was placed as an overlay and tacked using ethibond suture. The wound was copiously irrigated with saline solution and antibiotic irrigation. The wound was then closed with 3-0 vicryl in the dermis followed by 4-0 vicryl in the skin followed by steri-strips and a sterile dressing.¿ [pathology report was not provided.] Conclusion: implant #2 gore® dualmesh® biomaterial 1dlmc04/02693419. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.